Event description:
Surgeon reported that a pt developed serious drainage two weeks following neurostimulator implant and closure with suture. The pt was returned to surgery two weeks later for excision of the neurostimulator.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.